Event description:
The manufacturer received information alleging unit is not able to detect any detectable battery. The unit was tested with multiple batteries and unit is not able to detect them, resulting in pre-test failure. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging unit is not able to detect any detectable battery. The unit was tested with multiple batteries and unit is not able to detect them, resulting in pre-test failure. There was no harm or injury reported. Onsite service was provided, replacement of the battery pcb connector board and cable performed to address the issue. The replaced components were sent to the product investigation lab (pil) for further investigation. Pil was unable to confirm the complaint of the trilogy evo detachable battery harness and trilogy evo detachable battery board. Pil visually inspected the suspect components for obvious defects and found none. Pil installed the suspect components into the pil trilogy evo test unit, ran the device and no unexpected errors were generated. Pil verified that the battery was detected properly.